Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The customer received the correct pump they had ordered, but the wrong rear label was placed on the pump. The incorrect label was removed and the correct label was put on the pump.

Event description:
It was reported that the customer received the wrong pump as they ordered model 2120 but received model 2110. There was no patient involvement.